Event description:
It was reported that the pump battery could not be charged using the tandem-provided wall adapter and charging cables. The pump was able to be successfully charge with a secondary wall adapter. There was no reported impact to the customer's blood glucose level.